Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient's therapy had stopped due to a power on reset (por). The patient reported he was around an EKG procedure yesterday and today he was seeing elective indicator removal (eri) on the recharger and needed help clearing it. The patient pulled up the por on the recharger and said that the por message was gone, and his ins battery was charging, but it wasn't past 25%. It was reviewed with the patient that their ins needed to be charged before he could use his patient programmer (pp) to clear the por message for good. The patient called back after charging and was assisted with clearing the por message and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that power on reset (por) was seen again on (B)(6) 2018. Patient reported that therapy stopped due to por. Patient reported that they were getting the informational por message on both patient programmer. Patient stated he has a security deal while back and this happened. Patient was assisted with clearing por message. Patient had no recent medical tests oremi exposure. Por successfully cleared and patient turned therapy on and adjusted settings to 2.3 v because it was too strong. Both patient programmer informational por was cleared and device working. No further patient symptoms or complications were reported in this event.